Event description:
The pt called lifescan and alleged that their meter was reading inaccurately erratic. The medical affairs specialist spoke to the pt's family member and obtained/verified the following info: the pt performed two separate comparison of 140 and 182 mg/dl and 163 and 70 mg/dl. Both sets of comparisons were performed within 10 minutes and exceeded the 20% specifications. They took insulin based on the first results of the comparisons. The pt also reported that one week prior to calling lfs, their home health nurse found the pt on the floor. The home health nurse tested their blood glucose and obtained a result of 60 mg/dl on their meter. They retested and received a result of 30 mg/dl. The nurse gave the pt some sugar packets and orange juice after testing. When the pt fell they were in the process of taking a glucose tablet and the nurse took it out of the pt's mouth. The paramedics were called and when they arrived they gave the pt glucagon and milk with sugar in it. They attempted to give the pt an IV but were unable to locate their vein. The pt's family member stated that the pt is not taking oral medications for their diabetes. The pt did not test prior to falling and they cannot recall their symptoms. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt's control solution was expired. Also, the meter read low and the pt was treated for low blood glucose. The meter, strips, and control solution were replaced.